Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of investigation, it was found that the coil pipe through which the angle wire that slides during the bending operation was inserted had a pitch shift in the operation part. It was probable that the cause of the angle not returning in this case was that the angle wire was fixed due to the pitch shift of the coil pipe. It was probable that the cause of the pitch shift of the coil pipe was that a load in the compression direction was applied to the coil pipe by applying excessive force to the angle wire during angle operation. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified therapeutic procedure, it was found that the bending section of the subject device could not be moved remaining being turned to 180 degree in the bending section because the angulation could not be operated at all. The user withdrew the subject device from the patient together with the access sheath. Since it was the end of the procedure, the procedure was completed with the subject device.there was no report of patient injury associated with the event.